Event description:
It was reported in 2009 that "the client reports that the spike (obturator) end jammed in the internal sleeve." New information later received at approx 6 weeks reported that the tube was removed, and the patient was re-intubated.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. The tube was discarded and therefore not available for failure investigation. The lot number was provided and the manufacturer will review the lot history records.